Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An ulcer is a known complication of a intestinal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2013 a patient in (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On an unknown date the patient had a new device placed. On (B)(6) 2017 the patient developed black stool and was diagnosed with an antral gastric ulcer. The j tube was extracted and treatment was interrupted. On (B)(6) 2017 the patient was re-evaluated endoscopically and healing of the ulcerated area at the level of the gastric antrum. The duodopa intestinal gel treatment was reinitiated.